Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon withdrawal resistance occurred. The target lesion was in the obtuse marginal artery. The physician deployed the taxus express2 2.5 x 16mm drug eluting stent, inflating the balloon to 9 atms. The balloon deflated without difficulty but was "stuck inside the stent". The physician reinflated and deflated the balloon to 9 atms several times. The physician deep seated the guide catheter and was able to remove the balloon. The stent was post dilated with a 2.75 x 12mm balloon inflated to 12 atms. No patient complications occurred. Patient status is satisfactory.